Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2014 with the following findings: during testing, the pump powered on to a blank display screen with functioning auditory and vibratory settings. The display screen was found to be cracked. The investigation could not be completed due to a blank and cracked display screen. Unrelated to the initial complaint, the keypad cover was torn. Also unrelated, the battery compartment and battery cap were observed to have damaged threads.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.